Manufacturer narrative:
The tech could not duplicate the alleged malfunction. The bed was functioning properly.

Event description:
The account alleged the head of the bed could not be raised and lowered.